Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cervical cancer, endometrioid adenocarcinoma, eye irritation, respiratory tract irritation, worsening asthma and colon polyps. No further clinical details or medical intervention were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cervical cancer, endometrioid adenocarcinoma, eye irritation, respiratory tract irritation, worsening asthma and colon polyps. No further clinical details or medical intervention were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
Additional information received on 12/07/2021 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cervical cancer, endometrioid adenocarcinoma, eye irritation, respiratory tract irritation, worsening asthma and colon polyps. No further clinical details or medical intervention were reported. The manufacturer received additional information on 12/07/2021 alleging throat cancer, nausea, lightheaded, sore throat, congestion, flem coming out of lungs. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box e reporter phone and reporter email and box h patient outcome code was updated.